Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error or battery out limit alarms were noted during testing. The pump was received with normal operating currents. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Event description:
It was reported the customer was shoveling snow, when he came in the insulin pump alarmed button error and battery out limit. Customer replaced the battery and battery out limit alarm continues to alarm. Customer's blood glucose was 150 mg/dl. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.